Event description:
Procedure: lap-scopi. According to the reporter: the surgeon encountered some resistance while inserting the trocar. Suddenly the anesthetic reported low blood pressure, due to bleeding, but we could not see anything. At that time, they converted to an open procedure and found a retroperitoneal hematoma. There was an injury to external iliac. It may have occurred upon initiation of the obturator. There was 5000cc of blood loss and a transfusion was made. Case was extended 293 minutes.

Manufacturer narrative:
(B) (4). (B) (4).